Manufacturer narrative:
Estimated date of event. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device relative to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, after device insertion, no bleed back was seen at the proglide maker lumen. ¿there were several attempts such as tilting the device, inserting, removing, washing the cannula and introducing perclose again." However, the proglide appeared obstructed and another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide was successfully flushed prior to use. After insertion into the anatomy, there was no blood return through the proglide marker lumen. Several attempts, such as tilting the device, inserting, removing, washing the cannula and introducing perclose again, were performed without success. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.